Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. A review of the event history log confirmed the reported problem. Functional testing was able to duplicate the issue. It was determined that the printed wire assembly was the root cause and was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error 41786. This was discovered during testing. There was no patient involvement.